Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kink was confirmed, and the cause was determined to be use related. One 4fr d/l powerpicc provena was returned for investigation. The catheter exhibited evidence of use. The catheter was trimmed to length 5mm distal to the 29cm depth mark. The 5cm mark is partially worn. Residue was adhered to the external surface of the extension legs. A semi-circumferential crease was observed in the tubing 2.5mm distal to the 3cm depth mark. Another semi-circumferential crease was observed 6mm proximal to the 3cm depth mark. A tactual investigation revealed preferential kinking at the circumferential creases in the d/l tubing of the powerpicc. Due to the evidence of use, it appeared that the catheter was positioned or secured where kinking could occur. Placement or securement of the catheter where kinking may occur should be avoided to minimize stress on the catheter, patency problems or patient discomfort. A lot history review (lhr) of rebu0765 showed no other similar product complaint(s) from this lot number.

Event description:
Facility stated that a week after PICC placement a kink was found, under the patients skin. When the catheter was pulled out, the memory of the kink was visible. The catheter was left out 2cm to see if this would help the issue. The PICC was checked 2 days later and it was found to have kinked again in the same spot outside of the patients body. "In turn, they had to over the wire the PICC". No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebu0765 showed no other similar product complaint(s) from this lot number.

Event description:
Facility stated that a week after PICC placement a kink was found, under the patients skin. When the catheter was pulled out, the memory of the kink was visible. The catheter was left out 2cm to see if this would help the issue. The PICC was checked 2 days later and it was found to have kinked again in the same spot outside of the patients body. "In turn, they had to over the wire the PICC". No patient injury reported.